Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device stopped working after the customer went swimming with the device on. Customer's blood glucose was 228 mg/dl. Device had alarmed critical insulin pump error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with a critical pump error open book error and unable to download unit due to corroded electronic assembly. The motor assembly was found with traces of corrosion per our visual inspection. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump failed leak test; leaked at a cracked at the battery tube threads. The insulin pump had cracked case at the battery tube threads, cracked keypad overlay at select button and minor scratched display window, case and keypad overlay.